Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Initially, the customer was unable to reset the pump during the call, so technical support provided reset instructions via email and assisted with resetting the pump. The customer confirmed that the malfunction code did not reappear after the reset and they could continue using the pump. They were informed to reach out again if any issues persisted.